Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, the patient reported the event of leakage from infusion site after changing the needle. The infusion set had benn used for 3 days. No further information available.